Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead abruptly changed to exhibit high thresholds, high impedance and oversensing. It was noted that the changes returned to baseline. The lead remains in use. No patient complications have been reported as a result of this event.